Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in the esophagus. Block h11: investigation results. The returned cre wireguided dilatation balloon was inspected, and a pinhole was discovered located approximately 67 mm from the device tip after a functional test. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately 67 mm from the device tip. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable cause is "adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon was inflated to 8mm and 9mm appropriately, and when trying to reach 10mm diameter, it would not maintain pressure and it self-deflated. The procedure was successfully completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole in the esophagus.